Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that during pre-operative battery interrogation, and impedance check, it was discovered that 5 of the 8 available electrodes on the single implanted lead were out of range (greater than 10k).the patient, his wife, and the surgeon were notified of this finding prior to the battery replacement. Options were discussed and ultimately the patient decided to proceed with battery replacement. Upon removing the battery from the pocket during the planned battery replacement, there was no visible defect of the lead , however, when the surgeon attempted to unscrew the lead from the upper chamber (0-7), the screw appeared to be "stripped" and the surgeon was unable to readily remove the screw. He was able to easily remove the plug that was in the 8-15 chamber, however, he struggled to remove the lead. Ultimately, he removed the silicone grommet from the battery and the screw came out with the silicone. He attempted to withdraw the lead from the battery and it appeared to be "stuck" in the battery. He was able with some effort to remove the lead from the battery. He noticed what appeared to be tan or yellowish material on the lead. He was able to clean most of the debris (coating) from the lead, with the exception of a minor portion that appeared to be difficult to remove. He was able to reconnect the lead to the new battery as planned. When impedances were checked, 7 of the 8 electrodes were "good". One electrode #6 was "do not use". Due to the overall difficulty of removing the lead and inserting it into the new battery, the decision was made to accept the one electrode out of range as acceptable. The patient did not report experiencing any difficulty or loss of therapy due to the out-of-range electrodes prior to or after battery replacement.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2014, explanted: product type lead h3. Analysis of the implantable neurostimulator (ins) (B)(6) found the ins was functionally okay/insignificant anomalies were found. The stimulator battery was at normal end of life or eos. H6: the results code c20 no longer applies. The method code b17 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6), implanted: (B)(6) 2014, product type: lead. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that during pre-operative battery interrogation, and impedance check, it was discovered that 5 of the 8 available electrodes on the single implanted lead were out of range (greater than 10k).the patient, his wife, and the surgeon were notified of this finding prior to the battery replacement. Options were discussed and ultimately the patient decided to proceed with battery replacement. Upon removing the battery from the pocket during the planned battery replacement, there was no visible defect of the lead , however, when the surgeon attempted to unscrew the lead from the upper chamber (0-7), the screw appeared to be "stripped" and the surgeon was unable to readily remove the screw. He was able to easily remove the plug that was in the 8-15 chamber, however, he struggled to remove the lead. Ultimately, he removed the silicone grommet from the battery and the screw came out with the silicone. He attempted to withdraw the lead from the battery and it appeared to be "stuck" in the battery. He was able with some effort to remove the lead from the battery. He noticed what appeared to be tan or yellowish material on the lead. He was able to clean most of the debris (coating) from the lead, with the exception of a minor portion that appeared to be difficult to remove. He was able to reconnect the lead to the new battery as planned. When impedances were checked, 7 of the 8 electrodes were "good". One electrode #6 was "do not use". Due to the overall difficulty of removing the lead and inserting it into the new battery, the decision was made to accept the one electrode out of range as acceptable. The patient did not report experiencing any difficulty or loss of therapy due to the out-of-range electrodes prior to or after battery replacement.